Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 3x28mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent was implanted. However, the delivery system balloon initially failed to deflate. Multiple attempts to deflate the balloon were made by repeatedly inflating and deflating the balloon. Eventually the balloon was able to be deflated, and the delivery system was removed. The stent remains fully opposed to the vessel wall. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.